Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the implantable collamer lens that was implanted into the patient's right eye (od) is too large. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.